Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, fenestrated bipolar forceps sparked (flames) inside the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.